Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from (B)(6) reported that the customer ran a blood glucose test on a contour next meter and obtained a reading of 33.3 mmol/l at 7:30 p.m. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer declined to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next meter with in-house contour next test strips from lot # 8lped13a and in-house contour next control solution. All blood readings obtained during in-house testing were properly marked in meter's memory.